Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-m2a head-unknown. Unknown-m2a stem-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01746, 0001825034 - 2020 - 01747. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported the patient is experiencing unknown issues. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One m2a-magnum pf cup 54odx48id was returned and evaluated. Upon visual inspection the cup has scuffing on the inside radius and missing coating on the outside. Additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via review of medical records by a health care professional. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left tha revision approximately 8 years post implantation due to pain, pseudotumor, scar tissue, and cyst. During the procedure a large bony cyst was noted on the weight bearing lateral/posterolateral surface. Pseudocapsule was opened. Large amount of red tinged fluid, capsule sent for culture (no report). Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D11: us157854-m2a magnum pf cup 54odx48id-782720 157448- m2a-magnum mod hd sz 48mm- 652910 15-103204-taperloc micro lat fmrl 10mm-366380 139252-m2a magnum 42-50mm tpr insrt- 327210 this follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a2; a3; b1; b2; b3; b5; b6; b7; d1; d2; d4; d6; d7; d11; e1; e2; e3; e4; g3; g4; h2; h3; h4; h6 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.